Manufacturer narrative:
The catheter referenced in this report was returned to siemens for investigation. During visual inspection, the investigator found peeling at the interconnect area of the catheter. This was due to operators' mistake during phase 4 final assembly. The catheter engineer retrained the operator to prevent this issue from reoccurring. Reference complaint # (B)(4). This report is resubmitted on request by the FDA.

Event description:
It was reported that the catheter was not displayed on the carto 3 system during an atrial septal defect (ase) closure procedure. The user replaced the catheter swiftlink cable but the issue still remained. When the user replaced the catheter, the issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported event and patient outcome but with no results.